Event description:
The technician reported the brake would not hold. The bed is located in the bed shop of the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#(B)(4).

Manufacturer narrative:
The technician found the brake caster is out of adjustment. The technician adjusted the brake caster to resolve the issue. Based on this information, no further action is required.